Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, during a call for another issue, the patient alleged that several weeks ago he experienced low blood glucose (bg) 25 - 30mg/dl at 2 - 3 am, with symptoms of shakiness and weakness. Unsure of date of this occurrence, but was able to treat himself with quick acting carbohydrates to make his bg respond. Patient states the only reason his bg would drop is if the insulin would be stronger after the new cartridge is changed. He rarely takes additional insulin at night, and would only take bolus for a carbohydrates. He does not give the full dose of bolus after changing the cartridge and always uses the pump calculation for bolus. He has never primed while attached, pump has not been exposed to MRI, cat scan or xray. Denies refilling cartridge, always uses new tubing and site, never tightens cap when connected to tubing. This complaint is being reported based on the allegation that a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the last basal delivery and last bolus were recorded on (B)(6) 2013. The total daily dose history went from (B)(6) 2013 due to a time and date reset to factory default. Only typical usage alarms and warnings were observed in the history. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The complaint could not be duplicated during testing.